Event description:
It was reported that during a routine device replacement, increased threshold of an existing lead was confirmed. Therefore, a new lead was inserted intravenously during the replacement. It was noted that due to the condition of the patient¿s heart, insertion of the new lead was slightly difficult. Following the procedure, the patient complained of feeling ¿unwell¿ while walking within the hospital. A device check was performed, in which pacing failure was confirmed. The patient suffered cardiac arrest and therefore cardiac massage and incubation were conducted. Fluctuation in the pacing threshold was observed during manual measurement. In addition, pacing failure was confirmed with the output setting at 5 volts when the patient changed body position. As the patient¿s myocardium of the ventricular was noted to be very thin, perforation was suspected, however neither ultrasound nor CT scan confirmed a perforation. Emergency operation for the suspected lead dislodgement was discussed. The physician decided to use an external pulse generator (epg) as back to monitor the patient. It was noted that the patient suffered broken ribs that had been caused by the cardiac massage. During the pre-operative checkup, measurements were carried out several times and the lead impedance was noted to be over 700 ohms. The lead was checked via fluoroscopy, and was noted to lose slack in the true lumen. The lead was repositioned and lead route into the true lumen was changed to give sufficient slack. Measurements were noted to be within normal parameters, despite the patient breathing deeply and coughing loudly. The lead was reconnected to the pacemaker and remains in use. The temporary pacemaker was continuously left in the patient body as a backup. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).